Manufacturer narrative:
This case, with patient identifier (B)(4) (unknown lot number), is related to case with patient identifier (B)(4) (lot number 32021137).

Event description:
It was reported that the insulin cartridge leaked insulin into the cartridge compartment of the infusion device. No adverse event was reported. This issue occurred with "4 or 5" cartridges from two different boxes. One cartridge box lot number was (32021137) and the 2nd box lot number was unknown. The insulin cartridge was requested to be returned for product evaluation.